Event description:
On (B)(4) 2009 haemonetics received an orthopat machine that required servicing. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device a blood spill was found. The machine was decontaminated and the components which were damaged were replaced including the power supply. The machine is now ready for use. (B)(4).